Event description:
It was reported by the customer that after insertion of the catheter, a weak resistance occurred during the withdrawal of the spring wire guide (swg). As a result, the entire swg was extracted and appeared unraveled with the "spring" totally relaxed. There was no clinical consequence for the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.